Event description:
The intended procedure was for bilateral iliac kissing stents. The physician gained wire access on the right side and advanced the visi-pro stent over the wire into the right side. The visi-pro came off of the balloon prior to reaching the target lesion. The stent was successfully deployed distal to the target. Once the stent deployed and wire access was maintained, the physician still had difficulty getting across and into the aorta from the left side. The patient began experiencing some nausea and dropped his pressure. There was an extravasation present on the leftside of his pelvis. The physician placed 2 covered stent grafts in the common iliac as well as external iliac. The extravasation continued at this site however, and required a brief period of CPR and 2 units of o negative blood. The patient ultimately needed fem-fem bypass.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event. Stent implanted.